Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was taking 20 seconds to startup on battery power, which is longer than they expected. There was no reported patient involvement.

Manufacturer narrative:
.